Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure due to a fluid leak caused by two holes in the cuff. All components were removed and a new aus device was implanted. There were no patient complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure due to a fluid leak caused by two holes in the cuff. All components were removed and a new aus device was implanted. There were no patient complications.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of fluid leak and hole. Also, an anomaly in the balloon pressure was found. These non conformances are the most probable caused of the reported events. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter (aus) was thoroughly analyzed. The cuff, pump and balloon were visually and microscopically inspected; the cuff and balloon were also leak tested, and the balloon was functionally tested. No anomalies were found in the pump. Upon analysis of the cuff, it was found a fluid leak caused by a hole in the lateral side of the shell. Regarding the balloon, it did not pass the functional test, since the component presented more pressure than the specification. The fluid leak caused by the hole in the cuff and the balloon anomaly could affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.